Event description:
It was reported that during surgery, the mobi-c implant disassembled while adjusting it in the disc space. The surgery was completed with another implant of the same size. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
Was erroneously filled in. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Reporter "mentionned" the return of the product but product was not returned to ldr medical for the moment. It is not expected that a visual and functional evaluation could be helpful because according to the reporter after the device fell apart, the tech reassembled it again before placing it in the biomedical bag to send it. So this reassembly could create new mark on the product which prevent from distinguishing mark from disassembly from mark of reassembly. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided from the reporter, the surgeon did not use the mobi-c distraction forceps which are used to create parallel distraction because the caspar distraction alone may not properly distract posteriorly. But it is important to achieve parallel distraction to ensure a good insertion of the device and avoid disassembly. Another instrument was not used; the mobi-c level. To verify the correct position and axial rotation about the transverse plane of the implant inserter, surgeon "have" to use the mobi-c level before insertion of the implant in the disc space. Axial rotation maneuvers of the device should be avoided during insertion to prevent from disassembling the device. And the reporter says that there is a possibility that the insertion was done with a slight angle. From information provided, based on the product history records, the recurrence of this type of event for this instrument and the meeting held with the product specialists, it was assessed that the cause of the event is a user error: the surgeon did not follow the surgical technique, he did not use dedicated instrumentation. The investigation found no evidence to indicate device issue. Root cause: user error (instruction was not followed).

Event description:
Mobi-c p&f us: disassembled during insertion into the disc space. According to the reporter: when implanting the mobi-c device, the device very easily came apart when advancement began into the disc space. The bottom cobalt chrome plate and mobile core came off the implant holder when advancing. Additional information on the 8th of november: the patient's state of health is fine. Disassembly level : c6-c7. No x-rays could be provided. Adjustable stop to zero. Implant properly "load" on the implant holder. Disc space under distraction. Surgeon did not encounter resistance while inserting prosthesis. Implant could have been inserted at a slight angle, but nothing out of the ordinary for this surgeon. No difference in surgical steps between the first and the second implant. Surgeon did not use the mobi-c no touch level. Surgeon did not use the mobi-c distraction forceps.